Event description:
Pt was being prepped for laminectomy. After intubation and line placement, mayfield headrest/3point headrest was applied by the physician. After applying the headrest the physician moved the pt's head to check placement of the headrest. The pt was then turned prone and positioned onto a wilson frame. Physician remained at the head of the bed to verify positioning and started that it "had slipped" referring to the headrest or pins. Pt was turned and placed supine. Physician removed the headrest and examined the left side of the pt's head above the ear at the puncture/pin site. After examination the physician stated the case was "cancelled due to depressed skull fracture due to faulty/malfunctioning equipment". Physician wanted a scan before proceeding because it was an elective procedure. Pt transferred to recovery and then to ICU for monitoring. Pt had a small minimally depressed fracture of the left parietal calvarium with very minimal underlying extra-axial hemorrhage, likely epidural.